Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarm. The customer's blood glucose level was unknown. The customer's levels had been as high as 400mg/dl. Troubleshoot was conducted. The cause of the issue was unable to be determined. The customer was advised replacement sets and reservoirs would be sent out. The pump would be replaced.